Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The catheter displayed a ¿no fiber optic signal or out of range¿ error when connected to the tactisys quartz unit. Further investigation revealed a leak at the shaft/distal tip transition due to an adhesive failure, consistent with fluid ingress and a loss of force data during the procedure. Abbott is continuing to monitor this issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.